Event description:
Received a report of an over infusion of lipids in which a container was to run for 12 hours but was found empty several hours later. Lipids were hung at 10:00 pm on (B)(6) 2011 to infuse at 0.5 ml/hr in nicu profile. Nurse discovered container empty between 12:45 am and 2:00 am on (B)(6) 2011. A second channel was infusing tpn at 5 ml/hr and there is some suspicion that the lines were switched. The reporter was unsure which pump module was infusing which fluid. A log review was requested. The reporter stated there was harm to the baby requiring medical intervention including lab work and a change of infusion orders. No further pt or event info was available.

Manufacturer narrative:
(B)(4). The event logs have been received and a log review is pending. A follow up report will be submitted once the investigation is complete.